Manufacturer narrative:
The customers reports that the cns (central monitoring system) has signal loss in the imc area and that signal loss lasts anywhere from 10-45 minutes. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customers reports that the cns (central monitoring system) has signal loss in the imc area and that signal loss lasts anywhere from 10-45 minutes.

Manufacturer narrative:
Manufacturer narrative: the customers reports that the cns (central monitoring system) has signal loss in the imc area and that signal loss lasts anywhere from 10-45 minutes. The device was never sent in for evaluation. Due to the age of this complaint additional information necessary to conduct an investigation is not readily available. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.